Manufacturer narrative:
It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the bronchofibervideoscope exhibited a corroded electrical contact on the ultrasound connector. There were no reports of patient involvement. The report captures the observed made by olympus during the sample evaluation.